Event description:
Suture needle of opus smartstitch m-connector broke off and fell into the subacromial space during surgery. The physician was able to locate the part and remove using a grasper. Event extended length of surgical time.